Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the trach tube's cuff was filled with 9ml of water, and the user noticed that patient was choking. User tried to draw the 9ml from the cuff, but there was only 3ml. The cuff was pierced. Additional information received: the physician changed the trach tube to resolve the situation, in addition to cough assist being provided by physiotherapist to patient.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.